Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma- late, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, capsular contracture baker grade unknown and anxiety- product/procedure.

Event description:
Patient reported they experienced the events of right side ¿had textured implants¿, ¿swelling¿, ¿in so much pain they haven't been able to wear a bra in 5 years¿. Patient's representative later reported removal of implants due to fear alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, cellular changes and damage of breast tissue, inflammation, evaluation for alcl, pathological testing for alcl, anxiety mild depression, seroma, accumulation of fluid in breast, swelling, contracture baker grade unknown, pain, and firmness. Patient's representative also reported headaches not related to the device. The device has been explanted.